Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU) as the device could not be reprocessed including brushing and was stopped midway due to leakage of the device; however, a definitive root cause of the foreign material in the nozzle could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the olympus representative reported the customer appropriately reprocessed and stored the device after the last procedure and the device was inspected prior to use for any abnormalities. Although the customer followed the correct reprocessing procedure, the device could not be reprocessed including brushing and was stopped midway due to leakage of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed leakage due to a pinhole on the connecting tube, causing a loss in water tightness. Upon further inspection, foreign material was observed on the forceps elevator and the control unit was dirty due to insufficient cleaning or handling of the scope. Scratches were observed on the bending section cover, light guide lens and, on the universal cord due to handling. It was observed that the connecting tube had a cut and buckling. Also, a cut was observed on the image guide protector, switch 1 and 3 due too physical stress or handling. It was observed that the suction cylinder was shaved with a cleaning brush due to handling. It was also observed that the plastic distal end cover had a dent. It was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was also observed that the play in all directions was out of standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii ultrasonic bronchofibervideoscope had leakage from the connecting tube near 40 centimeters. The reported issue occurred during routine inspection of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, foreign material was observed on the forceps elevator and the control unit was dirty which, are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.